Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forthcoming with the device history record results.

Event description:
It was reported that the dpt (disposable pressure transducer) did not provide reliable data of the patient's pressure. Values provided were lower than the real values. Additionally, the dpt did not work when connected to interface. It was indicated that it was not possible to obtain iap (intra-abdominal pressure) nor cvp (central venous pressure). The rest of the equipment used was verified and changed (monitor and interfaces) but the issue persisted. Calibration of the equipment (monitor and interfaces) was done and they were found valid. Then two new dpts of same model and lot were used and the event persisted, these two devices were discarded. Cpv monitoring was suspended due to equipment failure. Patient status after the event; the patient was in the normal course of the pathology. The patient was treated by changing the dpt by another one. There was no consequence for the patient. It was concluded that a total of 3 dpts were tried at the same procedure and same patient and presented the same failure. Only one unused dpt of the same model and lot will be returned for evaluation

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.